Event description:
It was reported that during an unknown procedure, when using the skin stapler, the stapler did not form well. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that the device was returned in good visual condition and with no staples present. The event described could not be confirmed as no functional test could be performed due to the device being empty. However, the device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil could prevent the staple from being held in the firing chamber for its complete formation, resulting in an ejected staple. A batch record review was performed and no anomalies were found during the manufacturing process.